Event description:
On december 11, 2009, the facility's materials manager reported to baxter global technical services that on (B) (6) 2009 one colleague cxe volumetric infusion pump in which it would not alarm for proximal occlusion. Tested repeated kept pumping with flow totally blocked. Suddenly pump channel reset opened and could not close it. Kept opening and closing by itself, reset stopped. Then the device would not turn off. The reported condition was identified during bio-med service while performing preventive maintenance. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary:the reported condition of pump would not alarm for proximal occlusion was confirmed due to debris inside the pump channel. The debris was removed from the channel and the device then worked properly. (B) (4)